Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose reading was 501 mg/dl. It was unknown whether customer used auto mode. Insulin pump had an issue with insulin flow blocked alert and was not able to change the set right away which resulted to high blood glucose. Troubleshooting was declined, customer will continue the use of device. No further patient complications were reported.